Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side "this sizer just ruptured in a case." The device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an opening on anterior. A microscopic analysis was performed which identified: three striated openings on anterior. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage.

Event description:
Company representative reported "this sizer just ruptured in a case". The device was not implanted.